Manufacturer narrative:
Updated. The field service engineer confirmed the display is fuzzy. There were no parts replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Event description:
The customer reported the display blurred. No patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the display blurred. No patient harm reported.